Event description:
Pump was reported to overinfuse and to allow free-flow of solution. The pt came from the ER to ICU with the pump set at a rate of 52ml/hr to bolus 26ml of a 250ml bag of agrostat. The clinician then changed the rate of the pump from 52ml/hr to 13ml/hr. 40 minutes later the clinician noted more solution gone from the bag than intended and drops in the drip chamber forming more rapidly than intended. The pump was then stopped and the clinician witnessed fluid continuing to flow. No medical intervention was needed and no pt injury resulted.